Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified; broken shell and other, yellow particles in the gel, underweight and brown particles in the shell. A visual and microscopic analysis was performed which identified: striated broken shell and opening striated on anterior. Based on the device analysis the final assessment is: a striated opening and broken, due to surgical damage consist in the use of some surgical tool. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Health professional reported right side ¿spontaneously ruptured into four separate pieces¿, ¿breast started to swell again¿, ¿some liquid was present prior to receiving treatment¿, and ¿very concerned since I've had all these issues before," ¿infectious process¿, ¿pains,¿ and seroma. The device has been explanted.